Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that the patient had difficulty using a one touch ultra meter. The customer care advocate (cca) noted the complaint as a product improvement/usability issue. The reporter indicated that the patient started having difficulty using the meter on one month earlier. On an unspecified date/time, the patient developed symptoms feeling "faint". On a week prior to original date, the patient received assistance/advice from an unidentified health care professional. The pt was treated with oral glucose. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia and received oral glucose treatment after having difficulty using the meter.